Event description:
It was reported that the patient presented for follow-up with episodes of inappropriate automatic mode switch caused over-sensed noise exhibited by the right atrial lead. Low pacing impedance values were also noted. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of noise and low pacing lead impedance were confirmed. As received, the distal portion of a partial lead was returned in one piece. The lead impedance test could not be performed due to as received condition of the lead. Electrical testis found that the lead failed the hi-pot test. Destructive analysis was performed and visual inspection found abrasion breaching the inner insulation at the suture sleeve tie impression region which was consistent with suture tie forces. The cause of the reported events was isolated the inner insulation abrasion consistent with suture tie forces.